Event description:
It was reported the device does not power on with foot switch. The foot switch was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Footswitch does not activate ablation in an atakr I generator. Bench testing revealed a loss of pressure due to a leak in the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Footswitch does not activate ablation in an atakr I generator. Bench testing revealed a loss of pressure due to a leak in the device. The leak in the device was in the bladder seal of the foot switch.